Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse replaced the connector and performed preventive maintenance test to correct the reported issue. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the evis exera iii xenon light source exhibited scope communication error b30 and e315. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the ¿b30 error¿ was displayed because communication with the scope failed due to faulty output socket. The phenomenon was reproduced, and it was resolved by replacing the output socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿4.4 connection of an endoscope (abstract) a) use compatible endoscopes only. Using an incompatible endoscope can result in patient injury and/or equipment damage. B) if the surface of the endoscope and light guide cable is dirty, reprocess it according to the directions given in the endoscope¿s instruction or reprocessing manual before connecting it to the light source. Otherwise, it may cause patient injury, equipment damage, and/or improper illumination. C) since the light source irradiates strong examination light, the disconnected end of the light guide cable or the distal end of the endoscope becomes very hot. To prevent a fire hazard, do not bring the disconnected end of the light guide cable or distal end of the endoscope in contact with a flammable object, such as operating room drapes when the examination lamp is turned on. D) do not touch the distal end of the endoscope connector of the endoscope, distal end of the light guide connector of the endoscope, distal end of the light guide cable, distal end of the light guide cable¿s connector, or output socket of the light source immediately after disconnecting it from the light source because they are extremely hot. Operator or patient injury can result. Cautions: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction. Connection of a rigid endoscope 1 inspect the light guide cable and rigid endoscope as described in the endoscope¿s instruction manuals. 2 connect the light guide cable to the rigid endoscope. 3 insert the light guide connector into the output socket on the front panel of the light source until it clicks. Connection of a flexible endoscope 1 inspect the endoscope as described in the endoscope¿s instruction manual. 2 insert the endoscope connector or light guide connector into the output socket on the front panel of the light source until it clicks. Olympus will continue to monitor field performance for this device.